Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received multiple no delivery alarms. Customer¿s blood glucose was 300 mg/dl and at the time of the call, it was 416 mg/dl. She said that she felt dehydrated and had issues swallowing. During troubleshooting, customer stated that insulin exited. She declined a replacement set and felt as though her high blood glucose was because of her inability to get insulin. After troubleshooting, customer was advised that insulin pump would need to be replaced. The product will not be returned for analysis.